Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer plate lens but the lens became stuck in the cartridge. There was no pt contact or injury. The reporter stated the technician had a problem loading the lens and this was the cause the lens became stuck in the cartridge.